Manufacturer narrative:
Continuation of d10: product ID wr9220, serial/lot # (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was seeing scrolling battery lights on the recharger. The following troubleshooting steps were performed: reset the recharger, . Additional troubleshooting information: recharger did not respond to troubleshooting. Patient mentioned they did not keep recharger stored on dock plugged in when not in use. Agent reviewed recharger general use and advised patient keep dock plugged in when not in use with replacement recharger. The issue was not resolved through troubleshooting. Email sent to repair to replace recharger. Patient called back and reported recharger issue and said that received replacement recharger however requested assistance on pairing to recharger app. Reviewed instructions and after a couple of attempts recharger app paired to recharger and patient was able to initiate a recharge session. 2025-jan-09 rpl rpl 453349 (rep):no new information for the event description.